Manufacturer narrative:
The insulin pump alarmed during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed all functional testing and a21 error test. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm. The customer also reported that insulin was squirting out during manual prime. The customer received a compromised force sensor system alarm. The customer's blood glucose level was 182 mg/dl. The customer completed troubleshooting, however insulin kept squirting out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.